Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is broken. Customer states that there is a button error alarm and the key pad is not functioning. The blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with no button response due to flattened up button dome switch. No button error alarm during testing noted. Insulin pump received with cracked case at display window corners, reservoir tube lip, broken belt clip slot and minor scratched display window.